Event description:
The problem was found prior to the start of a diagnostic procedure. The intended procedure was completed without delay. The same device was not used to complete the procedure. The user facility confirmed there was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the operational amplifier circuit on the patient circuit board (the dr board), therefore, the image was not displayed only for 180 series endoscopes because the operational amplifier failed.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a full inspection was performed on the returned device and the unit failed the inspection due to no image when tested with an olympus series 180 scope. The cause of the problem was isolated to a faulty ap and dr patient board set.

Event description:
A user facility reported to olympus that no image was present when using a pigtail to the light source. The problem, as reported to olympus, was found during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.